Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was not detected on the bus. A field service engineer confirmed that the issue had been resolved by the customer and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, device not detected on bus, a customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.